Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing in a laparoscopic sigmoidectomy procedure, they set the device and connected the cartridge with no problem. They checked the jaws opening/closing and articulation then the surgeon inserted the device to the cavity; however, the status indicator flashed green even though the green firing mode button was not touched and the jaws did not react even though the silver button was pushed. Replaced by another battery, they could remove the cartridge from the adapter. Then they connected a new cartridge to the same adapter; however, the status indicator illuminated blue and the green indicator illuminated, and the device did not react at all. Replaced by a manual handle, and the procedure was continued. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.